Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the hospital after receiving therapy. Upon interrogation it was noted that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise that led to thirteen inappropriate anti-tachycardia pacing (atp) and two inappropriate shock therapy delivery. It was also noted that the rv lead exhibited high out of range pacing impedances of greater than 2500 ohms and a marked increase in threshold measurements to 5.5 volts. Therapy was programmed off by the physician. The physician believed the rv lead was fractured. It is unknown if an x-ray was taken to confirm this, however the field representative did note that an x-ray was suggested. The patient had an electrophysiology study to check for brugada syndrome. The study was negative and the physician decided the patient no longer needed the ICD. The patient will be scheduled for extraction of the system at a later date and therapy remains off in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient underwent a procedure where the implantable cardioverter defibrillator (ICD) was explanted and the right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reproted.